Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer was found unconscious by his wife. The customer's doctor stated that the customer gave himself a large bolus in an attempt to commit suicide. However, the customer stated that he was not trying to commit suicide. The customer stated that he accidentally miscalculated the amount of insulin he needed to take for the amount of food he consumed. The reported blood glucose reading was 24 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.